Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on both the atrial and ventricular channels. During the patient's atrial and ventricular lead revision it was noted that the leads had been sutured together. The leads were taken apart and fixed with silicone adhesive. Both leads are still in use. No patient complications have been reported as a result of this event.